Manufacturer narrative:
Correction: section e.1. Advanced bionics considers the investigation into this reportable event as closed. A review of the device history record was performed and no anomalies were noted. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient was reportedly experiencing partial electrode insertion and facial stimulation. The recipient underwent repositioning surgery; however, repositioning was unsuccessful. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. The explanted device was reportedly discarded and will not be returned for analysis.